Event description:
Received from poster of another country's spine society (nass) conference presentation on 10/15/2008: exact occurrence date is unknown, however, the incident occurred sometime in 2005. Type of surgery performed: t4-l2 posterior spinal fusion (psf). Details of event: patient had ais. During pedicle screw insertion, a change in nmeps and sseps was noted. A wake-up test confirmed bilateral le paraplegia. Screws were removed and no perforations were noted on manual palpation. MRI showed t5-t10 escc. He underwent a t3-510 laminectomy and floseal noted in the canal and was evacuated. He was ambulatory at two weeks and by six months, he had complete recovery. Additional information received by dr, biosurgery clinical training manager on 10/16/2008 through discussion with dr, co-author of paper/poster: dr(second) revealed to us that the cases involved patients of doctors, and I posed several questions to dr(second). When did this event take place? He replied that one was during the 2005-2006 calendar year. He could not recall exact month or date. With regard to the amount of floseal used, he replied, approximately 1-3 cc's per pedicle hole drilled. When questioned regarding breached pedicles, in the first patient, a pedicle microfracture was clearly evident. When asked if excess floseal was irrigated during the procedure, he replied, "no". He was asked if he believed that application technique contributed to this event? Dr(second) responded that, apart from the breach, he is of the opinion that perhaps too much floseal was utilized considering the confined space. As well, he questions whether floseal was introduced too aggressively (pressure exerted on the plunger), making extravasation more likely if a breach was not identified. He has modified his technique subsequently, using approximately 1 cc per intrapedicular hole and using less pressure on the syringe. He still does not irrigate excess floseal. Baster medical director assessment: this is one of two similar cases operated by two different surgeons and reported in an abstract at the 2008 another country's spine society meeting. Additional feedback from the surgeon has been documented (baxter). The surgeon used 1-3 ml of floseal and the excess product has not been irrigated. Floseal swells up to 20% its volume in the first 10 minutes after application. The instructions for use clearly refer to the risk of using the product in bony confined areas (such as spinal surgery) and caution the surgeon about neural compressive effects. In addition, the IFU recommends "excess floseal (material not incorporated in the hemostatic clot) should be removed by gentle irrigation from the site of application..." The postoperative compressive complication is clearly related to the inadequate product application (excessive volume, and no irrigation of excess), confirmed by intraoperative findings and documented with magnetic resonance imaging in the publication (proceedings of the nass 23rd annual meeting / the spine journal 8 (2008). The statement at the end of publication that floseal is not approved for this indication is incorrect. The operating surgeon requires retraining in accordance with the relevant statements of the IFU regarding product swell, risk of compressive effects, and need to irrigate excess product. No further investigations are required. A follow-up report will be submitted upon completion of re-training.